Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient who was using an external neurostimulator (ens) for overactive bladder (oab). During the stage 1 procedure, test stimulation and impedance checks before wound closure were performed without any issues. However, after the procedure, while attempting to initiate stimulation using the programmer during the stimulation setting process, communication could not be established. On august 8, during postoperative adjustments, the extension and ens were connected, and an attempt was made to establish a connection using the programmer. The programmer recognized the serial number of the ens, but upon proceeding to the next step, the home screen appeared, displaying four workflow options. When the second option, "test stimulation settings," was tapped, a popup labeled as "event " in the attached photo was displayed. It was suspected that the ens or extension might have been misidentified as the cable used for intraoperative stimulation. When "lead placement" was tapped in the workflow selection, the process advanced, and the output could be increased (event). Despite several attempts, including restarting the programmer and reconnecting the ens, the issue persisted. When the connection between the ens and the extension was made slightly looser (event) and communication was attempted, a popup stating, "cable has been updated" was displayed (event). At that point, the stimulation settings were successfully completed once, but after a few hours, stimulation was found to be off. An attempt to reconnect with the programmer resulted in errors, and the connection could not be established. After several attempts, communication was successful. However, when "test stimulation settings" was tapped again in the workflow selection, the screen labeled as "event " was displayed. Since the lead was placed on the left side, "left" was selected in the programmer library, and an attempt was made to increase the output, but an error labeled as "event " occurred. After several reconnection attempts, the standard programmer library (default programs 1¿7) was displayed. When one of the programs was selected and an attempt was made to increase the output, the same "event " error was displayed again. To resolve the issue, a surgical procedure was performed. The lead implanted on august 8 was removed on august 10, and a new lead was implanted. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the external neurostimulator (ens) serial# (B)(6) passed functional testing. The returned associated lead serial# va33ulh passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.